Manufacturer narrative:
Correction made to a1: patient identifier: none (previously submitted as unknown). Correction made to a2-a6: na (previously submitted as ni). Correction made to b5: there was no patient involvement (previously submitted as there was no report of patient injury or medical intervention associated with this event). Correction made to b6/b7: na (previously submitted as ni). Correction made to d10: na (previously submitted as ni). Correction made to f10/h6: health effect - impact codes: f27 (previously submitted as f26). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particulate matter (pm) observed inside the fluid path of a peritoneal dialysis (pd) transfer set. The pm was further described as, ¿hair inside the pathway¿. This was observed before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.